Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow and down-arrow keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. (B)(6).

Event description:
The mother of the patient reported that the up and down arrow buttons require multiple presses to activate a response. She also reported that the keypad is not peeling and the pump does not get wet.